Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system. The shaft, tip, markerbands, and balloon were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was tightly folded with stent impressions. The stent was not attached to the balloon and was not returned for analysis. Microscopic examination revealed that the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and moderately calcified proximal to mid left circumflex artery (lcx). After predilatation was performed with a non compliant balloon, a 32 x 3.00 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached.